Event description:
Circuit of fisher and paykel neopuff circuit was connected to knob which adjusts the peak inspiratory pressure instead of the gas outlet. The knob and outlet are the same size. The team attempted to give blow by oxygen for 11 minutes before problem was discovered. Pt remained blue during this time.

Manufacturer narrative:
We were not notified by the user facility of this incident. We only became aware of this incident during a review of the maude database. The user facility report states that the pt circuit was connected to the pip control knob instead of the gas outlet. During MFR the pip control knob is fitted with a 'press fitted' cap that allows an easier grip of the pip knob and prevents any inadvertant connection. In some cases, the original cap material could crack due to inappropriate cleaning methods and come off. A change to the cap material was made in nov. 2003 which addressed this problem. It is most likely that the rd900 neopuff involved in this incident was manufactured prior to the change being implemented (the serial number is unk) and that the cap had become detached as described above. However, user error contributed significantly to this incident -the gas outlet port is clearly labelled as 'gas outlet' (and is easily recognizable as such) the pip knob is clearly labelled as 'inspiratory pressure control' (and is easily recognizable as such) and the user instructions state that the delivery pressure should be checked before attempting to resuscitate the pt (with this incorrect set-up the manometer would not respond and air would be escaping from the open gas outlet port).